Event description:
The dr has experienced continual problems with the malleability of the reusable catheter passer. The shaft is too malleable for easy and precise usage. He is having difficulty passing it subcutaneously.